Manufacturer narrative:
Unit power up properly after battery installation. Unit received with high sleep current due to corroded electronic assemblies. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. No pump error (B)(4) alarms noted on detailed trace/long trace downloads. Unit received with corroded motor home switch and corroded battery tube. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their daughter experienced high blood glucose level of 402 mg/dl, treated with pump. Customer's mother declined to troubleshoot for high readings. Customer's mother stated daughter was playing outside with water balloons when pump alarmed power error detected. Advised the pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions. The product was returned for analysis.